Event description:
On (B)(6) 2012, it was initially reported that the vns pt had a possible infection. The pt was experiencing fever and redness around the generator site, following a recent generator replacement. Additional information was received that the possible infection had resolved on its own. If additional information is received, it will be reported. Review of manufacturing records confirms sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacture record were received. Review of manufacturing records confirms sterilization for both the generator and lead prior to distribution.